Manufacturer narrative:
(B)(4) initial report: additional information including the part nos. And lot codes of the 2 trinity cups used prior to the implantation of the 54, any other impacts to the surgery and an update on the patient post-op has been requested in order to progress with the investigation of this event. Upon receipt of all appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery there were fixation issues with the trinity cup. There was a 1 hour delay to the procedure whilst an alternative implant was located.

Manufacturer narrative:
Case: (B)(4) final report. The reporter of this event was requested to provide an update on the patient post-surgery, however no response was received. An investigation was performed which concluded that trinity plus cups were not supplied to the hospital due to stock shortages. Corin is actively working towards developing a resolution to the stock shortages and trusts that the actions taken internally to reduce stock shortages will help to prevent a recurrence of this issue. Based on the available information, no further investigation is required, and the root cause of this event has been isolated to product supply constraints. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery there were fixation issues with the trinity cup. There was a 1 hour delay to the procedure whilst an alternative implant was located.